Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only would not allow insulin to flow during use. The following information was provided by the initial reporter: material no: 320883 batch no: 8289059 it was reported that insulin did not flow during priming with some of the pen needles from the current box..

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only would not allow insulin to flow during use. The following information was provided by the initial reporter: material no: 320883 batch no: 8289059 it was reported that insulin did not flow during priming with some of the pen needles from the current box..

Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples of the reported batch were received. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects.